Manufacturer narrative:
The expedium si quick connect polyaxial screwdriver was returned for evaluation. Visual inspection found that the distal tip of the driver had fractured. Optical imaging revealed evidence that suggests that the driver underwent a quasi-static torsional overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. A definitive root cause cannot be determined based on the information provided or on the analysis conducted within this investigation. It is possible that the driver was subjected to higher than expected torque loads during screw placement which resulted in a torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was placing a 7.5 x 50 mm expedium 5.5 polyaxial screw when the tip of the quick connect driver, 2797-12-400, broke off in the x20 drive feature of the screw. Dr. (B)(6) was satisfied with the placement of the screw and did not need to advance it further, however the fragment could not be dislodged from the bone screw and was not recovered. Dr. (B)(6) continue to place the contralateral screws in his construct with the second quick connect driver without incident however, the sales consultant inspected the two drivers after the case and the second was stripped.